Manufacturer narrative:
(B)(4) the reported complaint was reviewed. However, verification testing could not be performed because no sample was returned for analysis. A device history record review did not reveal any relevant findings. The provided instructions state that following removal of the dilator and the guide wire, the clinician is to place a sterile gloved finger over the hemostasis valve and warns that the hemostats valve must be occluded at all times to minimize the risk of air embolism or hemorrhage. The cause of the sheath leaked could not be determined based on the reported information and without a sample. No further action will be taken.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that in the emergency dept. - trauma resuscitation during insertion, the doctor easily inserted the line into the right internal jugular access and noted air back flowing into the line. The failure was at the proximal valve. When manually blocked with the doctor's thumb, he had an immediate flash back of blood through the side port. The line was promptly removed and a pressure dressing was applied. The patient was going immediately up to the operating room with staff and physicians, and the plan was for central venous access to be obtained in the operating room. A delay was reported, however, there was no additional harm to the patient due to this delay or as a result of this occurrence.